Event description:
(B)(4). It was reported during a percutaneous coronary intervention procedure, a balloon rupture and vessel perforation occurred. (B)(6) 2013, the patient presented with recurrent and accelerating substernal chest pain consistent with progressive unstable angina failing multiple medications on an outpatient basis. The patient was hospitalized on the same day. Cardiac catheterization was recommended. A 99% in-stent restenosis of the stents (3.00 x 12 mm and 3.00 x 8 mm promus stents deployed on (B)(6) 2010) in the non-target vessel superior vein graft to the obtuse marginal artery was treated with balloon angioplasty using a 3.50 x 20 mm emerge balloon. Significant dog boning occurred and the plaque had improved but did not fully dilate the balloon the emerge balloon was deflated and withdrawn and replaced with a 3.5 mc ranger balloon. The ranger balloon failed to fully dilate the lesion. Further dilation of the ranger balloon resulted in rupture of the balloon causing local non-propagating type 1 perforation. The ranger balloon was withdrawn for a 3.50 x 20 mm emerge balloon which was advanced across the perforation site where 2 serial overlapping inflations at 5 minutes each were performed. Following prolonged inflations, residual stenosis was 50%. The following day the event was considered resolved without residual effects. The patient was discharged on the same day on aspirin and clopidogrel.

Manufacturer narrative:
(B)(6). (B)(4). Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).